Event description:
Healthcare professional reported "rupture/deflation" via nbir. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.